Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump kept alarming low battery alarm, bad battery alarm, failed battery alarm, and off no power alarm after the customer had already replaced the battery. Customer's blood glucose was unknown. After troubleshooting, customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.